Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0454227v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. Product ID: 3093-28, lot# j0454227v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the therapy was not working right. There was no electromagnetic interference (emi) or falls that could be related to the issue. Since the event, the implantable neurostimulator (ins) was removed/replaced on (B)(6) 2015. During the replacement surgery, the health care professional (hcp) discovered that the leads were facing the wrong direction. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.